Event description:
Boston scientific crm received information through review of a journal article that, in a study of 86 heart failure patients, three systems had a dislodgement of the left ventricular (lv) lead. Also, two cases of pocket hematoma, one case of phrenic nerve stimulation, and one case of inappropriate shock were observed. Two patients in the study died due to refractory heart failure. Seventy nine percent of the patients in the study were implanted with boston scientific h195 devices.

Manufacturer narrative:
An attempt was made to contact the author of the article to determine whether boston scientific products were involved in the reported adverse events. Zucchelli g, soldati e, di cori a, de lucia r, segreti l, solarino g, borelli g, di bello v, bongiorni mg. Role of intraoperative electrical parameters in predicting reverse remodelling after cardiac resynchronization therapy and correlation with interventricular mechanical dyssynchrony. Europace. 2010 jul 27.